Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27 mm 7300tfx mitral valve, is being evaluated for a valve-in-valve procedure due to stenosis after an implant duration of four years.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, is being evaluated for a valve-in-valve procedure due to, leaflet motion restricted, moderate to severe mitral stenosis after an implant duration of four years. The patient initially presented with sob. Per medical records: the patient was undergoing evaluation for tmvr. The patient suffered chest pain and subsequent vfib/vtach arrest a non-hospital pharmacy and was transferred to ed. The patient was responsive post rosc but confused, and was diagnosed with anoxic brain injury, encephalopathy, cad with ischemic cardiomyopathy, stemi, ef15% and hypoxic respiratory failure with aspiration pneumonia. The patient was transitioned to comfort care and transferred to hospice. The patient expired in hospice.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including cad, ckd 4, hld and hypercholesterolemia.